Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported a leak was observed on the hls module and water flowing out of the side of the hls module during priming. No harm to any person has been reported. On 2026-06-04 the ssu (sales and service unit) provided more information as follows: there was no delay in treatment because it happened when priming as a backup circuit. The set was primed on (B)(6) 2026. The saline was leaking from the top of the pre-oxygenator where the red plastic is attached. The leak occurred as soon as the set was primed. The set was not used for treatment. A leakage during priming can lead to a delay in treatment and can also occur during treatment, therefore a report is required. Complaint ID: (B)(4).